Manufacturer narrative:
The device was returned to olympus for evaluation and the reportable malfunction was most likely due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the suction cylinder had no color, the scope cover unit had corrosion due to water leakage, due to wear of angle wire, the play of upward /downward knob was out of the standard value, the light guide lens had a crack, the adhesive on the bending section cover was detached and discolored, the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the colonovideoscope had worn, and reduced angulation. There were no reports of patient harm. The device was returned for evaluation. During the evaluation the following reportable malfunction was found; the air/ water tube and cylinder both had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.